Event description:
It was reported that during a laparoscopic colectomy, the jaws could not be opened after the 2nd firing though it could be fired properly at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Premature sled movement the analysis found that one device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. This report is not intended to deny that you experienced a problem with the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.